Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2017; dtma1qq crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead undersensing was observed on current and stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.